Event description:
Based on the internal programming history database, a battery life calculation was performed for the explanted generator. The results indicates that on (B)(6) 2016, the patient's generator had an estimation of 0.0 years remaining until near end of service (neos) = yes.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance 10000 ohms. The device was tested again on (B)(6) 2014 and system diagnostics returned again high impedance with 10000 ohms. The device was not switched off immediately. It was disabled on (B)(6) 2014. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
The explanted devices were not returned to the manufacturer for analysis to date.

Event description:
Further information was received from the facility, indicated that the replacement surgery took place on (B)(6) 2014. It was reported that the patient underwent full replacement surgery. The generator was explanted due to low battery and the lead was replaced due to high impedance. It was reported that the newly implanted system was switched on (B)(6) 2014, and programmed at output current 0.25 ma, pulse width 500 usec, frequency 30 hz, on time 30 sec and off time 5 min. The return of the explanted devices is expected but they have not been received to date.

Event description:
Further information was received indicating that the patient generator has been replaced. It was reported that the patient is currently doing well with vns therapy.

Manufacturer narrative:
The previously submitted initial emdr (emdr #01) inadvertently provided an incorrect event description or problem. Device manufacture date; the previously submitted MDR inadvertently provided the wrong suspect device for the event. Evaluation codes; the previously submitted MDR inadvertently provided the wrong evaluation codes for the event.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance >=10000 ohms. The device was tested again on (B)(6) 2014 and system diagnostics returned again high impedance with >=10000 ohms. The device was not switched off immediately. It was disabled on (B)(6) 2014. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. No patient adverse events were reported. Further information was received indicating that the patient's generator has been replaced. It was reported that the patient is currently doing well with vns therapy.